Event description:
It was reported that the pump miscalculated boluses. The customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. Customer consumed carbohydrates used glucagon injection to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer input. The logs showed that customer requested a bolus and performed a pump override to confirm the bolus request.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.